Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly; the control bar was out of position. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Multiple MDR reports were filed for this event, please see associated reports: MFR-0001526350-2023-01319-1 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-01319.

Event description:
It was reported that during surgery that the unit did not cut evenly/fully during surgery. There was no harm, injury, or medical/surgical intervention required. A 15-20 minute delay was reported. Due diligence is complete. No additional information is available. No adverse event reported.